Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection and system testing did not identify any abnormalities that could have contributed to the reported condition. Device history record, event history log, and service documentation reviews revealed no abnormalities. A service history review revealed that previous service events did not contribute to the current reported problem. The evaluation did not confirm the reported condition. A swapped device was sent to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. A device history record review will be performed.  If any relevant information is obtained that is related to the reported event a supplemental report will be submitted. A sample has been requested; however, it has yet to be received. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that an ipump pain management system had "no display." It was not specified when in the process this occurred; however, the customer reported that the malfunction was identified in the intensive care unit. There was no patient involvement. Additional information was requested and is not available.